Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was confirmed as a link separation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.